Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/17/2024, an FDA medwatch notification was received via email. A patient reported that in 2023, a glenoid component from another manufacturer was recalled and explanted. The removal of the glenoid product left a large defect in the patient. Per the patient, the surgeon went against local regulations and orthopedic societies' recommendation and injected the arthrex allosyn into the defect the glenoid component had left. The patient reports to have experiencing crippling pain since the surgery. Ten months later, the patient underwent a deep bone biopsy and was diagnosed with a severe infection of the shoulder. The patient was on intravenous antibiotics for at least six weeks. The patient reports having to face multiple future surgeries due to the issue. Following the graft surgery, the patient reports having requested diagnostic testing for many months but was refused. Per the patient, since the surgery, the original surgeon and other physicians have collaborated to conceal any information about the condition of the graft and state that the patient had a pre-existing infection prior to placing the graft. Per the patient, arthrex literature makes no mention of its product being used for this application and recommends against it. The patient reported that the surgeon has harmed with this off-label surgery and believes other patients might have been affected as well, as the surgeon has claimed to perform this surgery frequently. The patient was recently made aware that there is a fracture with loose bone fragments floating in the joint space, and significant fibrotic tissue was noted. No further information has been provided.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 arthrex concluded that there were no allegations against arthrex¿s product. Based on the information provided, the most likely cause of the reported event may be attributed to a patient-specific issue. However, this is just a possible cause, as there could be other factors, such as post-operative noncompliance, that contributed to this event. Arthrex did not receive the device for inspection, so an evaluation could not be performed to determine a possible cause of the severe infection. We also cannot attest to the manner and method by which the device was used by the surgeon. We understand that any of these factors may or may not have caused the event, but we believe that device function was not the cause.

Event description:
On (B)(6) 2024, the patient was contacted to request additional information. According to the patient, there is zero evidence that the arthrex allosyn product is the cause of the patient's active infection. The patient stated that future repairs are still pending. According to the patient, the graft was used off-label and without the patient's consent. The patient stated that arthrex could never be held liable for this issue. The patient did not have all the information at the time of reporting the original complaint through medwatch. The patient expressed being upset with the surgeon; however, the patient believes the surgeon could not be blamed either, as the patient could have gotten an infection from any other surgeon performing surgery. The patient expressed regret having filed the complaint in the first place as it was done from a place of severe pain and ignorance. The patient provided no further information.